Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) of this code-batch. There are (B)(4) in our stock. We have received one open sample without the needle attached to the thread (needle is missing) and the thread is wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Taking into account that there are no previous complaints of this code-batch concerning this issue, we consider that this is an isolated unit, but the whole batch is correct. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that two needles were already detached from the thread when opening the packages, and in another package when it was opened, the needle was missing. The event occurred prior to use.